Event description:
Caller reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised the customer to use multiple daily injections (mdi) as a backup therapy and confirmed the shipment of a replacement pump with updated software. The customer was instructed on the necessary steps before and after receiving the replacement, including putting the current pump into storage mode and returning it to tandem.